Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A pt was treated for a right hip fracture with a trochanteric fixation nail. Subsequently, pt began experiencing pain and an x-ray was taken. X-ray showed the implant had perforated the anterior cortex. Pt was returned to the operating room to have the nail removed and it was noted the nail was a left nail. The appropriate nail was placed in the pt and reportedly, the pt is doing well.